Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted hysterectomy surgical procedure, the fenestrated bipolar forceps insulation was broken. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The returned product did not exhibit the event described in the complaint. The instrument was visual inspected internal and external; no issues was identified. No product issue was identified.